Event description:
A caller reported experiencing a cartridge alarm 20 issue with their insulin pump. Despite this issue, there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support confirmed the problem with consecutive cartridges and decided to replace the pump, ensuring the customer has a backup therapy method to avoid disruptions. The customer was advised on the necessary steps for using and returning the pump and was sent a replacement with updated software.